Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was no longer functioning properly. During a subsequent surgical procedure, it was identified that the left cylinder was frayed and leaking fluid. The ipp was replaced, and no patient complications were reported.